Event description:
It was reported that when using the bd pyxis¿ es refrigerator, user unable to log in to device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user cannot log into the pyxis es. A technical support specialist (tss) dialled into the server. Then checked the identity server log and found that the user was able to login. After that the customer verified that the was resolved. The system functioned as intended.